Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis : upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system with an observed infold. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in a cloudy red 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were stiff; slightly pliable. Leaflets exhibited signs of severe creases. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a partially crimped state with the inflow exhibiting an elliptical appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded correctly. After the first deployment attempt, the valve was recaptured due to an infold. On the second deployment attempt, the valve appearedto be twisted and infolded. The system was withdrawn from the patient and a new valve and delivery catheter system (dcs) were used to complete the procedure. No adverse patient effects were reported.